Event description:
A caller reported that their pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the pump into a different wall outlet and leave it connected for at least 30 minutes to ensure charging. After following these instructions, the battery was successfully charged.